Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital with hyperglycemia. The patient's blood glucose levels showed the incorrect levels with their pod and continues glucose monitor. Once at the hospital emergency room the patients blood glucose level was tested and it was at 699 mg/dl. The patient was treated with a saline drip and insulin. The patient was in the hospital for 5 hours and then was transferred to another hospital intensive care unit where they were there for 3 days.